Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated that his last four readings were 547, 380, 344, and 319 mg/dl and he treated with manual injection. Troubleshooting was performed and no issues were found with the site, set or insulin and the insulin pump passed the high pressure test. The customer was advised to change the entire infusion set, reservoir and insulin and treat per doctor's instructions. Most recent blood glucose level was 230 mg/dl. The device will not be returned for analysis.